Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) had a burning smell and the power cord was not connecting to the console properly. The console was due fr preventative maintenance. The controller was removed from service. The reported event did not involve patient use.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The impella device was returned for evaluation. There was no issue found during the case. The device functioned/operated to specification.